Manufacturer narrative:
(B)(4). Date sent: 5/28/2024 d4: batch # a9d15x additional information was requested and the following was obtained: "there was no patient harm, they just opened a new device and finished the case. There was no further information provided to me." Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 10bb device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. During functional testing, the jaws did not closed. No conclusion could be reached as to what may have caused the clip jammed. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the babcock won't open properly and kept sticking. No further information was provided. There were no adverse consequences reported.